Manufacturer narrative:
Product analysis: the inserter was returned with the foot ((B)(4) missing. There does not appear to be any other obvious signs of damage to the tip of the inserter. There are some witness marks on the back side of the inserter that could be from impaction. Without the foot material being returned no root cause for the breakage could be determined. (B)(4): device was returned and evaluated. No particular conclusion could be drawn.

Event description:
It was reported that, intra-op, the product broke. The products came in contact with the patient. The fragments of the product did not remain inside the patient. No patient complications were reported as a result of this event.

Event description:
The black plastic tip of the implant inserter broke while the surgeon was implanting the disc prothesis.